Event description:
The facility reported a colleague pump, software version 6.13.90, with failure code 810:11. This failure code occurred in the medication room during infusion set-up. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with failure code 810:11, which occurred during clinical use, was confirmed in the event history during product evaluation. Failure code 810:11 was due to an out of calibration air in line printed circuit board (ail pcb). The ail pcb was recalibrated to correct the reported condition. The device was tested per procedure and returned to the facility within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.